Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular "contracture [baker grade] iii","loss of mobility ", "folds" and "lobulation of the anterior contours." Further reported were "sparse bilateral calcifications" which have been deemed not related to the device. The device remains implanted.